Manufacturer narrative:
(B)(4)

Event description:
After further review, the caller noted that patient had mumps when he was 30 and they traveled to his testicles leaving them very sensitive. The implant so far had created pain in his testicles that the caller believes was related to the increased sensitivity the patient had.

Event description:
It was reported that starting on (B)(6), the patient had pain in his right testicle. That was on program 3 at 1.0 (how representative set device). The patient was having pretty good symptom relief though on program 3 and only had to catheterize once that day. On program 2 where stim was more comfortable at 0.6 the patient was not emptying his bladder and still having to catheterize. The patient went to group 3 at 0.7 and stim was comfortable. It was found that stim was off when they were changing programs which could have been the reason for symptoms (catheterizing and not emptying bladder). It was also reported on (B)(6) 2013 that the patient was at the hospital today due to increased pain as a result of not being able to void. A CT was done and a foley cath was inserted. The patient had been disheartened by the implant results so far. The trial was great but the implant had lead to pain for the patient and no really benefit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va0a4av, implanted: 2013 (B)(6); product type lead. (B)(4).